Event description:
It was reported that the patient, who was implanted with two spinal cord stimulation (scs) implantable pulse generators (ipg) experienced an infection. The physician does not think that the infection was device related. He believes that it was attributed to the patients daily life. The patient underwent a revision procedure in which the two ipgs were explanted, and two new ipgs were implanted. No additional adverse patient effects were reported. The devices will not be returned as they were discarded at the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-ipg-r-MRI. Upn m365sc12000. Model sc-1200. Serial number (B)(4). Lot number 374721.